Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed on the ventricular channel via remote transmission. Patient presented in-clinic for follow-up and post-paced t-wave oversensing was noted on a stored egm. Programming changes were made. The device remains implanted.